Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle and cannula deployed late, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed 46 first prime pulses and was deactivated at 61 pulses. During investigation the needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined. D4: lot # changed from blank to pd1k03252211; serial # changed from blank to (B)(6); expiration date changed from blank to 9/25/2023; unique identifier (UDI) # changed from (B)(4) to(B)(4). H4: device mfg date changed from blank to 3/25/2022.